Event description:
The patient had a large mercury filling placed by another dentist and almost immediately went into a bout of inexplicable depression, and tremors in his hands. Fortunately, his common sense prevailed, and he looked towards what changes had occurred in his life prior to this event. He looked towards the mercury filling as a cause, and sought me out to remediate the mercury toxic event. Using the correct protocol for removal, and with chelation of body mercury with a holistic md, the symptoms almost immediately were reversed. Dates of use: 3 weeks (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: decay of teeth. Event abated after use stopped or dose reduced?: yes.